Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an unspecified issue was noted post femoral artery catheter insertion. It was stated that the heart was being spiked and the patient had an arrest for a short time. It was mentioned in the report that the insertion site was treated with an unknown cleaning agent prior to product placement. The catheter was not repaired, there was no leak and there was no luer adapter issue. There was no reported patient outcome.